Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the therapy had not been working for their symptoms since (B)(6) 2016. The patient tried to increase, as they could feel stimulation but it was not helping their symptoms. The patient had contacted their healthcare provider (hcp), and was told to call the manufacturer. The patient changed from program #1 to #2 and was recommended to have the implant checked by their hcp. The change in therapy/symptoms was reported to have been sudden in nature. It was noted the patient had just moved and did not have a primary hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.